Event description:
During the follow-up performed on (B)(6) 2016, the detection curve of atrial lead measurement was found to be showing abnormally high p-wave amplitude reaching 31053 mv. The follow-up was finished with no other anomaly observed, and no health damage has been reported about the patient.

Event description:
During the follow-up performed on (B)(6) 2016, the detection curve of atrial lead measurement was found to be showing abnormally high p-wave amplitude reaching 31053 mv. The follow-up was finished with no other anomaly observed, and no health damage has been reported about the patient.